Event description:
Implant placed 2/5/97. Implant looked good. Crown was put in place and implant functioned well for 5 months. Implant then "lost its integration". Implant was removed 6/17/98. One person affected.